Event description:
Procedure: nephrectomy. According to the rptr: on (B)(6) 2010, the pt underwent a laparoscopic nephrectomy and it is alleged that the stapler failed to fire properly and did not provide proper vascular control. The laparoscopic case was converted to an open procedure. The pt sustained a significant vascular injury which resulted in massive blood loss and subsequent cardiac arrest. On (B)(6) 2010, the pt died.

Manufacturer narrative:
(B)(4).